Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.